Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 had failed. The field service engineer (fse) noted that the half-height drawer was functioning when we arrived at the station, although the user had attempted to recover it earlier and had been unsuccessful. The fse opened the hardware testing application but was unable to test the drawer. The fse then opened the back panel and released the drawer using the emergency release. After opening and closing the drawer, the fse inspected it for any medication stuck between the pockets that could have caused the issue, but none were found. The station was powered down, and the drawer was removed for a closer inspection. The fse discovered that the ribbon cable connected to the modular board was slightly loose and reseated it. The station was then powered back up, and the drawer was successfully tested in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.